Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were functionally tested, with each being used to draw 6 tubes. No tube push off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® precisionglide¿ multiple sample needle the tubes pushed off the nonpatient needle on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® precisionglide¿ multiple sample needle the tubes pushed off the nonpatient needle on unspecified number of devices. No patient or user impact reported.